Manufacturer narrative:
The customer's report was observed during initial testing at zoll japan. However, the report was unable to be duplicated. The stat padz ii were returned to zoll medical corporation. The pads were put through extensive testing including functional stress testing without duplicating the report. The pads were scrapped as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The stat padz ii adult electrodes were returned to zoll japan for evaluation. The customer's report was observed during initial testing. However, the report was unable to be duplicated. The electrodes are expected to be returned to zoll medical corporation for further evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.